Event description:
It was reported, the pt is not receiving effective stimulation therapy from his scs system. An sjm representative met with the pt and a system diagnostic revealed all of the pt's programs are auto-reducing and the lead electrode contacts are invalid. X-rays taken did not reveal any anomalies. The representative attempted reprogramming the pt's system unsuccessfully. Surgical intervention to address the issue may undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.